Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was delivering insulin inaccurately. It was noted that the basal history did not match the active basal program. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no reported symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/06/2015 with the following findings: a review of the pump¿s black box history showed that an unexplained power reboot occurred on (B)(6) 2014; deliveries were never resumed. No activity outside normal use was observed in the alarm history. The pump was exercised for 24 hours on a (B)(4) unit per hour basal rate. The total daily delivery history equaled (B)(4) units. The total daily deliveries added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required specifications. No battery or cartridge caps were returned with the pump. Test caps were used to complete all testing. The complaint that the pump was delivering insulin inaccurately was not able to be duplicated during investigation. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.